Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. A synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with a strut lifted. The undamaged crimped stent od (outer diameter) was measured and the device was within the maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 175 mm distal to the distal strain relief. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12dec2019 it was reported that stent had difficulty crossing the lesion occurred. The target lesion was located in left anterior descending artery. A 3.00 x 38 synergy ii des drug-eluting stent was advanced for treatment. However, during procedure the device failed to crossed the lesion. The procedure was completed with another of same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.